Event description:
It was reported that the right ventricular lead exhibited a break in the insulation sheath. The lead was also fractured. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.